Manufacturer narrative:
A boston scientific technical services consultant informed the caller that the longevity remaining on the initial interrogation would be the most accurate. The daily measurements are still there so a reset is not suspected. However, the consultant cannot explain the varying longevity readings. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this pacemaker was programmed to vvi yesterday at a rate of 80ppm. Today, the device was reprogrammed to ddd with maximum atrial output and the longevity was less than .5 years remaining. Mode switching was turned on and the longevity remaining then increased to 5 years remaining and the gas gauge has recovered.